Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of occlusion is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
Subsequent to the filed initial report, additional information provided: reportedly, a cuff miss was noticed with the first proglide device. Another proglide device was used to close the site; however, it was found to close off the artery. Procedure converted to surgery with general anesthesia. Surgery was used to open the artery and achieve hemostasis. There was a clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional perclose proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a cranial artery percutaneous transluminal angioplasty procedure. Reportedly, a cuff miss was noticed. Another proglide device was used to close the site; however, it was found to close off the artery. Surgery was used to open the artery and achieve hemostasis. No additional information was provided.